Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet system, with a reported blood glucose of 46 mg/dl during the event; the user treated with apple juice and brownie bites, noted feeling shaky, and the blood glucose was 98 mg/dl by the end of the interaction. Symptoms included shakiness consistent with hypoglycemia. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting and education regarding ilet operations and algorithm, and the user plans to discuss settings with the healthcare provider. Investigation of this case revealed no specific device malfunction identified at the time of the report and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.